Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. B3: date estimated. The clip remains in the patient anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to 1. The patient was readmitted to the hospital on an unknown date. A transesophageal echocardiography (tee) was performed which noted the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment / slda). The mr had increased to 3. A second procedure was performed on (B)(6) 2019. One clip was implanted on the lateral side of the slda clip. An attempt was made to implant another clip on the medial side however the gradient increased to 8mmhg, therefore the leaflets were ungrasped and the clip removed. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication to suggest a lot specific product issue. All available information was investigated, and a definitive cause for the single leaflet device attachment (slda) resulting in recurrent mitral regurgitation (mr) could not be determined. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. MFR site - contact office first and last name was updated from (B)(4).